Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) came out of the body. It was further reported that the patient experienced "pain or some kind of sensation prior to the device coming out of skin". The device is no longer in use. No further patient complications have been reported as a result of this event.